Manufacturer narrative:
This supplemental report is being submitted as a correction to g3 submitted on the previous medwatch report. The correct date for g3 is september 29, 2023, and the initial report was submitted within the 30 day timeframe at day 12 from the correct aware date. It should be noted that g3 in this report reflects the date that the error was confirmed/discovered.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (heavy calcification, less volume or deployment force) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by an edwards switzerland affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, an aortic root rupture was observed during valve deployment. The patient became hypotensive, and a cardiac tamponade was observed. A pericardial drain was performed to treat the patient. The final patient outcome was good, and the patient was stable. Per report, the perceived root cause of this event was a heavy calcified valve, some calcification asymmetry with less volume or deployment force could be better for this case.